Event description:
It was reported the patient's ipg pocket site is uncomfortable and painful. Patient does not have adequate room for the generator in the pocket without causing discomfort. In turn, surgical intervention occurred wherein the ipg was explanted to address the issue. Patient may undergo additional surgery when a smaller rechargeable ipg is available.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on 16 dec 2022 wherein a new ipg was implanted, addressing the issue.